Event description:
Our sales rep reports that there is one patient with allergic reaction after implantation of an axsos plate. The patient was implanted with an axsos distal tibia plate and with a competitor foot plate at the same time. They are implanted very close together which makes it difficult to determine which plate caused the allergic reaction. Once the surgeon determines which one is the originator of the reaction, will decide if explantation is required.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the allergic reaction of the patient to either a stryker or a competitor plate could not be confirmed, since the device was not returned for evaluation, and no further information regarding the patient or the devices was available. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The root cause of the reported event could not be determined as the reported device was not returned for evaluation, and no additional information regarding the patient and the devices were available. If any further information is provided, the investigation report will be updated.

Event description:
Our sales rep reports that there is one patient with allergic reaction after implantation of an axsos plate. The patient was implanted with an axsos distal tibia plate and with a competitor foot plate at the same time. They are implanted very close together which makes it difficult to determine which plate caused the allergic reaction. Once the surgeon determines which one is the originator of the reaction, will decide if explantation is required.